Event description:
In 2007, the pt requested assistance from customer service due to an er2 prompt on his onetouch ultra meter. Reportedly, he had been unable to test due to the ER 2, experienced dizziness, and was seen in an emergency room. He did not recall the date, receiving any treatment, nor being tested. The complaint was classified as a malfunction when the pt did not respond to this senior medical affairs specialist's (mas's) phone messages. On three weeks later, the pt responded to this mas's letter and provided the following info. A few months earlier, date not recalled by pt, he obtained er2 message prompts when testing, unable to obtain an actionable result. Also on an unrecalled date, the pt was treated with possibly glucose in the emergency room where his blood glucose was "almost zero" and admitted to hosp for four days. "I was in pain." "The pt's regime was and still is glucotrol tablets. He reportedly tests four times a day. He has received and is using the replacement meter. Although the pt shared limited info and indicated he was uncomfortable revisiting the hospitalization, the complaint is classified as a serious injury. The pt reported that he was unable to obtain an actionable result on his meter and ultimately was treated for hypoglycemia by emergency room and hosp staff.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.